Manufacturer narrative:
Findings: a33 alarm during prime/a33 test at 4 lbs due to moisture damage fsr(gold). Pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. Customer also states that the insulin pump is squirting. The blood glucose reading is 386 mg/dl. The insulin pump will be replaced. Nothing further reported.